Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet system experienced hyperglycemia while taking prednisone for pneumonia, with blood glucose over 300 mg/dl earlier and approximately 285 mg/dl at the time of contact; the device displayed a 300 alert and the user was advised that the ilet would adjust over time and to contact their physician for insulin dosing guidance. Symptoms included elevated blood glucose without reported clinical effects. Outcomes included no injury and no hospitalization. Investigation included customer interview and troubleshooting education. Investigation of this case revealed no device malfunction and no component failure, and the event was consistent with hyperglycemia associated with intercurrent illness and steroid use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with contributory clinical factors unrelated to device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.